Event description:
It was reported that this right atrial (ra) lead was explanted due to suspected infection. While explanting, the physician reported that the tip of this ra lead felt weak. No additional adverse patient effects were reported.

Manufacturer narrative:
The evaluation conclusion code has been modified.

Event description:
It was reported that this right atrial (ra) lead was explanted due to suspected infection. While explanting, the physician reported that the tip of this ra lead felt weak. No additional adverse patient effects were reported. This ra lead was not returned by the costumer, therefore, no product analysis was performed.